Event description:
It was reported patient developed a pocket hematoma and the patient had a bi-ventricular device change out procedure on (B)(6) 2016. A pocket revision was performed on (B)(6) 2017 the issue was resolved. No further information available.